Manufacturer narrative:
Continuation of d10: product ID 9735670, (serial: (B)(6) ); implant date n/a; explant date n/a, section d references the main component of the system. Other medical products in use during the event include: cable 9735772 extrnl main to cam s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera cart monitor displayed a lost connection error.  After a reboot the issue was resolved.